Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03561. It was reported the patient experienced shocking and overstimulation when using her scs system which resolved upon decreasing stimulation. X-rays and diagnostics were planned. Follow-up identified the patient's scs ipg was replaced which did not resolve the issue. The shocking is in the area of stimulation. There is no additional information at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.